Event description:
It was reported that the patient presented to the emergency room (ER) with symptoms of bradycardia. Communication could not be established with the implantable pulse generator (ipg). Due to the duration of implant, it was presumed the device had reached end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52, implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.